Event description:
It was reported that the port was implanted in 2003. In 2005, pt experienced pain while receiving an injection of chemotherapy. The port was x-rayed and the catheter was found separated. The x-ray revealed the catheter had migrated to the supra-hepatic vena cava. The catheter was removed via the femoral artery in the interventional radiology unit five days later. The pt is on strict bed rest.